Manufacturer narrative:
The impella cp optical was not returned, however, we were sent the 14 fr introducer that was involved in this event. An investigation of device is underway and a supplemental MDR will be filed with the results of our analysis.

Event description:
The complaint reported a (B)(6) year old male patient presenting for high risk percutaneous coronary intervention. The impella cp was selected for support. Approximately 2 days later, the decision was made to escalate the patient to greater support with the impella 5.5. When the impella cp was removed, a thrombus causing limb ischemia was identified at the access site (right common femoral artery). A surgical cutdown was performed to remove the clot and the site was closed.

Manufacturer narrative:
The impella cp optical pump was not returned, however, we received the introducer involved in the event. Historical and trending documentation identifies ischemia as a patient condition that is not caused by a malfunction with the impella device.